Event description:
Alleged issue: the stapler is getting jammed. No patient injury reported. Patient condition listed as fine.

Manufacturer narrative:
Lot # unk. Device sample not received by manufacturer.